Event description:
On (B)(6) 2010 removal of hardware at l4-5 in spine and replaced with capstone spinal system by tlif at l3-l4 (B)(6) 2011 patient reports having some urinary incontinence; 2-3 times a day pt urinates on self (B)(6) 2011 patient was seen to evaluate palpatations. Patient denies chest pain, dyspnea, nausea, orthopnea, pnd. Edem, palpitations. Claudication, syncope and near syncope. On (B)(6) 2012 ¿ left l3-4 laminotomy with foraminctomy over the left l3 and l4 roots ¿ transforaminal lumbar interbody fusion with capstone ¿ supplementation of fusion l3-4 with infuse wrapped autograft ¿ removal of previous l4 and 1.5pedicle screw instrumentation and plates ¿ placement of new hardware l3, l4 and l 5with pedicle screws and spanning rod ¿ supplementation of arthrodesis l3, l4 and l5 with autograft mixed with demineralized bone matrix, protein and cancellous allograft.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly the patient developed "serious problems. Some of these problems include pain, mental anguish and the fear that I would have to go for additional surgeries."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).